Event description:
Healthcare professional reported capsular contracture baker grade IV on left side. Healthcare professional reported radial folds. Device was explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Crease/folding of implant: crease fold observed on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported radial folds. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , b.6 , d.7, h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported capsular contracture baker grade IV on left side, device remains implanted.